Event description:
It was stated that the customer accidentally delivered three boluses of six units each by using the easy bolus feature. The customer was taken to the emergency room due to loss of consciousness and low blood glucose. The blood glucose reading was 40 mg/dl. It was suggested to the customer's mother that she uses the block feature of the insulin pump so that the customer does not deliver unwanted boluses in the future.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.